Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported a patient appears to be overcorrected by six diopters post-operatively following hyperopic refractive treatment. Additional information received stated the patient may have a possible retreatment but is not far enough out from surgery at this time to have surgical intervention.

Manufacturer narrative:
Review of the logfiles for the day of treatment shows no error messages or other abnormalities that could contribute to the reported event. The system passed all initialization steps successfully. The user skipped gas change and the scanner test and performed the needed energy, eyetracker and fluence test without any issue. The treatment was performed successfully without any error or problems. The logfile shows that the user performed energy checks at system startup and then again later in the day. According to the user manual the user has to perform an energy check during startup and between patients within thirty minutes before treatment. No technical root cause was identified as the product was found to be within specifications. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).